Manufacturer narrative:
Mfg date: not available. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the imaging system beeped when attempting 2d images, but did not expose. No light was illuminated and no images were taken. The site tried changing settings in the 3d mode and attempted 2d images again, but no images were exposed. It was noted that during setup, two system reboots were needed for motion calibration to be accepted. The site used a loaner system to finish the case. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation.